Manufacturer narrative:
(B)(4). Approximate age of device - 26 days. The patient remains on lvad support. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. A log file review was requested by the lvad clinician. The log file was reviewed by the technical service representative and revealed trajectories consistent with device thrombosis. Additional information has been requested but has not been provided.